Manufacturer narrative:
A request has been made to provide films and the actual device from the procedure. Waiting for the device to perform an evaluation and determine root cause. The product's lot and similar product have been evaluated and no irregularities have been found. Lot history records have been reviewed and found to meet quality requirements.

Event description:
The surgeon reported that during insertion of the screw the head of the screw sheared from the shaft. The surgery time was extended by approx 2 minutes. There was no report of pt injury. The procedure was completed using an alternate fixation device.